Manufacturer narrative:
Product event summary: analysis revealed the returned device indicated the actual longevity was 71% of the predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937a-35 implantable tachy lead: implanted (B)(6) 2009; 4968-35 implantable pacing lead: implanted (B)(6) 2011; 496 8-25 implantable pacing lead: implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri). The device was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.